Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures and loss of consciousness.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient reported receiving no readings for 30 minutes. There was no mention what the cgm values were prior to stopping. The patient did not check the bg during the 30 minutes without cgm values. Then, the sensor failed and alerted the patient. The patient still did not check the bg at that time. An unspecified time after the sensor failed, the patient experienced seizure. There were no reported patient symptoms prior to seizure. The patient self-treated with nasal glucagon and recovered after treatment. At the time of the report, the patient was doing okay. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.